Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this pacemaker and right atrial lead exhibited high pacing thresholds and no capture. There was no more than two seconds of asystole detected and the cause was not conclusively identified. The physician decided to upgrade the system to a dual chamber. This ra lead was surgically abandoned while the device was explanted due to normal battery depletion. No adverse patient effects were reported. The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.